Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the surgeon deployed the first anchor on the reverse curved fastfix, the needle that pushes the anchor off the handle didn't retract correctly which meant it wasn't able to deploy the second anchor. Per reporter, no further information is available.